Event description:
It was reported that balloon burst occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm was used to treat the lesion. The balloon of the device burst with unknown inflation and rate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned product consisted of a liberte/veriflex stent delivery system (sds) for batch 16135458 with a liberte shelf box, product pouch and carrier tube (hoop) for reported batch 16078845. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the stent deployed and a stream of water emitted from the balloon wall. The balloon was microscopically examined and revealed a pinhole in the balloon wall 1mm distal of the proximal markerband. There was balloon material lifted around the pinhole with deep scratches around the pinholes. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm was used to treat the lesion. The balloon of the device burst with unknown inflation and rate.